Manufacturer narrative:
A review of the complaint history resulted in the finding that this type of failure is remote. As a result of the investigation, an annual load was thought to have been applied to the screw. The material grade of the screw was increased to improve the fact of safety for atypical conditions. The screw returned for this incident was manufactured before the grade change.

Event description:
It was reported that "an incident in which a blue screw holding a uchr head frame post broke into while the pt. Was about to enter the scanner." It was stated by the user facility that no patient injury occurred.